Event description:
It was reported the lactosorb air activated heat pack did not heat up as expected. The surgery was delayed for about 30 minutes, while the doctor found another way to contour the mesh being implanted.

Manufacturer narrative:
The user facility is foreign; therefore, a facility medwatch report will not be available. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.